Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose of 426mg/dl which was treated with manual injections. Customer¿s current blood glucose was 170mg/dl. Customer reported that insulin pump alarmed for no delivery. Drive support cap appears to be normal. Insulin pump will not be return for analysis.